Event description:
It was reported that the attempted implant of this pacemaker was unsuccessful due to brady pacing not being delivered when required and exhibited high out of range pacing impedances measuring greater than 2000 ohms on all lead channels. The physician inspected the device and noticed a loose pin on the header. The loose pin was reinserted, however, the impedances of the atrial and ventricular channels remained high out of range. The physician suspected possible damage on the device causing the connection issue and opted to remove the pacemaker and replaced it with a new device successfully. No additional adverse patient effects were reported. The pacemaker was returned to facility for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the attempted implant of this pacemaker was unsuccessful due to brady pacing not being delivered when required and exhibited high out of range pacing impedances measuring greater than 2000 ohms on all lead channels. The physician inspected the device and noticed a loose pin on the header. The loose pin was reinserted, however, the impedances of the atrial and ventricular channels remained high out of range. The physician suspected possible damage on the device causing the connection issue and opted to remove the pacemaker and replaced it with a new device successfully. No additional adverse patient effects were reported. The pacemaker was returned to facility for analysis.